Event description:
Dr states that circumstances of manometer is not right which is causing a non measurement of pressure and caused leakage of fluid which caused pt to experience post headache symptoms causing pt stay to exceed approximately 3hrs then going to ER. Spoke with rn who confirmed above statement. She was not sure what type of additional medication or intervention, other than observation, was required as a result of the incident.